Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image from the evis exera iii video system center during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The field service engineer was requested onsite to repair the device. The technician repaired the device onsite. The subject device will not be returned to olympus. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.